Event description:
This spontaneous report originated from the united states as received from a consumer's husband, refers to a female pt of an unk age. On an unk date, the pt started therapy with dimethyl either (+) propane (dr scholls's freeze away common & plantar wart remover), lot #3m01kkb and expiration date october 2015, for an unk indication. No other co-suspects were reported. No concomitant medications were reported. On an unk date, the first time nothing happened. The pt repeated it and experienced a portion of the can shooting out and burning her on the shoulder (medically significant). No treatment info was reported. The action taken with the product was unk. The outcomes of the events were unk. The reporter considered the device malfunction and the burn on her shoulder to be related to the dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover). The dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover). Was not available for investigation. Additional info has been requested.

Manufacturer narrative:
(B)(4).